Event description:
The patient has metastatic lung cancer to the spine and other areas. The xsight software is designed to detect, correct and help the cyberknife track the target lesion. Specifically, the software is supposed to detect orientation and anterior/posterior, superior/inferior, left/right and 3 rotations that include pitch, left/right roll and yaw. The left/right roll would get locked in on a certain number. One of those numbers would allow you to treat. You can reposition the patient and roll the table 5 degrees in either direction and the left/right roll number remains the same and provides a "start" button that allows you to treat. It was then noted that this existed for her prior treatment and she was treated 5 times with this error. No known sequelae to patient, but any sequelae not likely to show up for months to years.